Manufacturer narrative:
Conclusions - device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that his daughter's vns therapy patient magnet was no longer stopping her seizures as it used to. Good faith attempts for further info, including magnet mode diagnostics results, are currently being made.